Event description:
New information received notes that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient's condition was unknown.

Event description:
It was reported that the patient presented to the clinic for a follow-up on 12 sep 2021 post magnetic resonance imaging (MRI) study. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) had gone into backup vvi mode due to MRI. The clinician performed the MRI study without knowing that the patient had an ICD. Programming changes were made to restore the device. There were no adverse consequences to the patient.